Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator recharger (insr) was not charging although the connector pin was not bent or loose. It was unclear if the insr screen was unresponsive as the reporter stated that the insr screen was blank but also stated that the screen indicated that the ins wasn't charging. The reporter stated that there were coupling issues. During troubleshooting, the reporter was able to get all 8 coupling bars which maintained for about 10 minutes. It was unclear if it was maintained longer than that. The reporter also indicated that the patient had been having trouble recharging since he was "electrocuted" by the implant starting 6 months prior to the report. It was noted to have happened sometimes while the patient was sitting or while walking. The reporter indicated that the patient felt like he was being "tasered" or had "stuck his finger in a socket". While the patient was being shocked, he had not been able to turn the ins off with the patient programmer. Eventually, stimulation stopped by itself. The patient checked the implant after the shock and the setting was still the same. It was noted that the patient had had the device checked but it had been a while. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information reported that the patient experienced a surging sensation from their implantable neurostimulator (ins). It was noted that the patient felt the stimulation go up in a few instances without using the patient programmer unit. The patient would then try to adjust the stimulation down with the programmer but was unable to get a connection to the ins. They eventually would get a connection at which time they were able to turn the stimulation down. The patient reported that they had pain from "large growths" on their liver, bone marrow, hips, and testes but their healthcare professional could not see them on CT scan or x-ray. The patient also had a history of brain tumors. The patient desired to have a MRI for a the head/brain area but was unable to find a radiologist willing to perform it. The ins was located in their chest and that the lead component ran behind their head. If additional information is received, a follow up report will be sent

Manufacturer narrative:
(B)(4).